Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted which found no non-conformances. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii CAPA (B)(4) has been opened to address the root cause investigation of the rupture failure mode.

Event description:
Baxter (B)(4) received a report that one (1) intermate lv250 ruptured at the end of the infusion. Reportedly, the device was filled with imipenem 1g. There was no report of medical intervention or patient injury. No additional information. No sample available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.